Manufacturer narrative:
Clinical evaluation performed on (B)(6) 2018 by medical affairs director: intraoperative femoral fractures are known possible adverse events of total hip replacements, described and quantified in literature. They mainly depend on bone morphology and mechanical properties. In this case, there is no reason to suspect a malfunctioning device. Batch review performed on 23 january 2018: lot 173497: 139 items manufactured and released on 12 october 2017. Expiration date: 2022-10-03. No anomalies found related to the problem. To date, (B)(6) items of the same lot have been already sold without any similar reported event.

Event description:
Femoral bone fracture happened during stem implantation, the patient had a poor bone quality and a door c canal.